Event description:
On (B)(6) 2013 the reporter indicated a possible delivery issue with their previous pump, stating the patient had better blood glucose values with their new pump. There is no adverse event associated with this complaint. This complaint is being reported due to a potential delivery issue.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(6) 2015 device evaluation: the pump has been returned to animas and evaluated on (B)(6) 2015 with the following findings: the pump¿s black box history from the time of the alleged event has been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately. The display screen was discolored. There was damage to the pump casing found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.